Event description:
It was reported that the ilet user experienced sustained high glucose and had been announcing every meal as "more than" since starting on the pump. The user was advised to resume subcutaneous insulin injections and confirmed a return to multiple daily injections pending retraining. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included serious injury requiring unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with announcing incorrect meal sizes, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.